Event description:
As reported for this event by the customer, during preparation for use for an unknown procedure, the device yielded no image when plugged in by the doctor. The intended procedure was completed. There was no harm or adverse impact to the patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the device evaluation. The device was returned and inspection was unbale to confirm the customer's reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause for no image could not be determined. Additional minor defects found during evaluation include: rear cover packing perished causing air leakage and crack on focus ring found. Olympus will continue to monitor field performance for this device.